Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information requested, but no response obtained: please verify what type of laparoscopic procedure. Was the device fired over thick tissue? Did the surgeon wait the recommended 15 seconds after closing and before firing the device? When the device was fired, what was the location of the indicator within the gap setting scale (top/thin, middle/medium, bottom/thick)? Was the procedure time prolonged? If yes, how long? Where there adverse patient consequences reported?

Manufacturer narrative:
(B)(4). Additional information: incomplete firing cycle, uncut washer - blemished. The analysis results found that the cdh29a device arrived in good visual condition. The breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Event description:
It was reported that during a laparoscopic procedure, the stapler was used in the standard manner. The stapler was closed, however after turning the knob three fourths of a turn, it could not be removed. After pulling on the stapler, the device was removed but it was discovered that there was anastomosis dehiscence. It was noticed that the staples weren't closed properly. Finally the manual anastomosis was done. Another like device was used to complete the procedure.